Event description:
It was reported that the patient underwent a laparoscopic ileocectomy with handport with no complications reported. In 2006, patient underwent a re-op exploratory laparotomy after presenting with pain and fever. Anastomotic breakdown was observed and repaired and an ileostomy was created. At about one week later, patient underwent an exploratory laparotomy with lysis of adhesions, irrigation of abdominal cavity, insertion of drains due to infected ascites and closure with retention sutures.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.